Event description:
Additional information was received indicating the device was explanted due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed left ventricular (lv) pacing of 100% and lv sensing of 135%. Device memory was saved to a disk and forwarded for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Review of device memory revealed that the location housing the histogram (counter) had been altered, storing an inappropriate value. This inappropriate value resulted in an incorrect calculation of the lv percentages. This memory location is used only for device calculations so the inappropriate value would not adversely affect device therapy functions. The root cause could not be determined. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.